Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/ hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and hypoglycemia. The patient's blood glucose (bg) levels reached 490 mg/dl and went as low as 40 mg/dl while wearing the pod. The patient dropped the personal diabetes manager (pdm) in (B)(6) of 2025 and compromised the screen. Since the incident, the patient reported the pdm would switch off spontaneously and was difficult to manage overall. The patient visited the hospital in (B)(6) 2025 for assistance managing the fluctuating bg levels. The pod was removed and the patient was provided manual insulin therapy for the high and low levels. The patient was discharged after 3 days and applied a new pod for insulin delivery despite the pdm still being broken. The patient was sent a replacement pdm.